Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 6.0mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.